Manufacturer narrative:
The tech found a broken wire in the communications cable. He replaced the cable to repair the bed.

Event description:
Info received indicates the pt cannot place a nurse call. No injury.